Manufacturer narrative:
Unit received with unresponsive buttons due to keypad connector unlocked on lcd board. Unit received with minor scratches on lcd window and with cracked case at display window corners. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had unresponsive buttons. The only button that was functioning was the act button. The customer was unable to scroll down or deliver a bolus. Customer's blood glucose level was 6.8 mmol/l. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.